Event description:
It was reported that the patient presented for a scheduled implant procedure. Post procedure, during a device check it was noted that the atrial lead exhibited high capture threshold. A potential lead dislodgement was suspected. An x-ray was performed but did not provide clear evidence if the lead was dislodged. Programming changes were performed. The patient was in stable condition.